Manufacturer narrative:
Product ID: wr9230, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device. Out of box (oob) failure of wireless recharger (wr). Rep is only getting error tone when power button pressed. Wr would not pair with the handset at all, they only received message that wr could not be found. 3 green solid battery lights showing on wr. They have tried more than one reset and this hasn't resolved the issue. Caller has access to another wr that they are going to use. Email from rep stated the recharger was unable to power on. Rep requested the wireless recharger replacement to be sent to patient. Technical services processed the request.